Event description:
It is reported that the pt received cls hip stem in 2000 (exact date not reported) and underwent revision surgery on (B)(6) 2012 due to loosening. The pt received new stem and metasul in lay.

Manufacturer narrative:
The manufacturer did not receive explanted devices for review. As lot numbers were not received therefore the cause for this specific clinical event cannot be ascertained from the info provided. However there is no indication for a product failure. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).